Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was informed by the customer that the endoscope controller (ec) was inadvertently sprayed by the irrigator causing the ec to stop working and triggering error 319. Fse replaced the ec due to error 319. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem is consistent with error 319 and was confirmed and replicated. A review of system logs was able to confirm that the fault happened in the field. Upon visual inspection, there were no issues that would be related to the reported event. The unit was installed onto a golden system and did not function as expected and could not be detected on startup. There was an attempt to power cycle, but the ec failed to program. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the dual camera interface board (dcib) is the root cause of the reported problem..

Event description:
It was reported that during a da vinci-assisted surgical procedure that non-recoverable error 319 occurred. The system logs indicated that the error was against the endoscope controller (ec). The intuitive tech support engineer (tse) walked the customer through checking all of the power and communication cables connected to the ec, video processor (vp), and vision side cart (vsc). The customer also performed a hard power cycle of all of the system components, with no change. The tse suggested swapping vscs if possible. The customer was unsure of how they were going to proceed. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the procedure was completed robotically by switching out to another tower before proceeding. Patient demographic information was provided.